Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 12/6/2022, it was reported by a sales representative via email that an ar-8735bv-40 3.5 mm x 40 mm beveled ft screw and an ar-8735bv-44 3.5 mm x 44 mm beveled ft screw left metallic residue on the patient's skin after implantation. This was discovered during a bunion procedure. The residue was excised from the patient and there were no further complications.

Manufacturer narrative:
The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to a manufacturing issue; however, due to the device not being returned, we are unable to confirm the reported event.